Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
A customer reported that the device failed to power on during a code. The customer used another defibrillator to complete treatment. We are considering this event to be a serious injury based on the report that the treatment was interrupted requiring the use of another defibrillator.

Event description:
A customer reported that the device failed to power on during a code. The customer used another defibrillator to complete treatment. We are considering this event to be a serious injury based on the report that the treatment was interrupted requiring the use of another defibrillator. The device was report to be in use on a patient, causing a delay in therapy/treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. A philips remote support specialist (rse) assisted the customer via telephone. The device passed all tests performed by the customer. The rse discovered that the device battery was near the end its service life and recommended replacement. The customer reported that the device was fully functional on ac (non battery) power. It was later reported by the customer¿s biomedical engineer that the battery was unable to hold a charge. No ECG strips or case events files were provided to philips for evaluation. The customer ordered a replacement battery in order to address the reported issue. The device remains in service at the customer site. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.